Event description:
It was reported that the right master tool manipulator (mtmr) was unresponsive, with no system errors present. The caller indicated an inability to take control of the instrumentation assigned to mtmr. No troubleshooting steps had been completed at the time of the report, and system logs were not available. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the master tool manipulator (mtmr) for failure analysis investigation. The unit was analyzed and the reported problem was confirmed in the system logs and successfully replicated during surgeon side console fixture test platform (sftp) testing. Visual inspection identified that the magnet on the grip lever was not properly seated. The complaint was confirmed and replicated based on failure analysis. The probable root cause is attributed to an improperly seated grip lever magnet on mtm.

Event description:
Refer to h11 for follow-up information.